Event description:
It was reported that a pt sustained scarring of the face after treatment with an ultrapulse laser.

Manufacturer narrative:
No pt contact, user facility or subject device identification was provided in the medwatch report. Additionally, no complaint of similar event was reported to lumenis that could be related to this reported event. Therefore, no device eval could be performed. Should more info be provided, a follow-up MDR will be filed.